Manufacturer narrative:
A visual assessment of the returned system driver showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The distal tip of the driver was fractured as reported and not present. A functionality assessment was not performed due to the damaged condition of the returned driver, which was removed from distributable inventory. A DHR review for lot# 377585 was performed and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 9/15/2020. The system driver was requested to be replaced because it was not in condition to function as intended. It was reported that the distal tip of the driver was broken during a scheduled removal/revision procedure. The complainant stated the instrument was being used in a manner that the instrument was not designed for, resulting in the observed instrument malfunction. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of instrument malfunctions and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2025. It was reported that the distal tip of a system driver was broken during a surgical procedure on (B)(6) 2025. There was no known patient complications associated with this instrument complaint, the procedure was successfully completed without any known issue. A return authorization was issued for return of the complaint instrument, which was received at the manufacturer for complaint assessment on (B)(6) 2025.